Event description:
Called to bedside for blood found under PICC dressing after lab draw. Called hospital vat team for assistance in troubleshooting line with secure cath in place. Dressing removed and catheter found ruptured at ~.5cm. Notified provider of ruptured line and recommended line to be discontinued. PICC assessed by nicu PICC rn and vat finding pinpoint hole. Orders received to remove PICC (after recommendation of nicu PICC) vs securing for possible rewire. Ir consulted to replace PICC and line was removed. Vaseline gauze and tegaderm placed over site and nurse notified to remove dressing after 24 hrs. 2.6fr double lumen PICC placed (B)(6) 2026 by vat medcomp, lot # 2025072890, exp. 05/31/2030. A 9 m.o. Male born at 35 weeks gestation, twin gestation, macrocephaly, neonatal hypertension, rvh, pfo, cardiomyopathy, long gap esophageal atresia, poor feeding with g-tube dependence, congenital hypothyroidism, who was transferred from (B)(6) hospital for further evaluation/management of esophageal atresia, with multiple previous repair attempts at olf.